Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed that the ball detents in the ratchet gear were turned in too much to allow the gear to engage on the roller, and were forced in causing damage to the roller and ball detents. It was also noted that upon disassembly the left side plate was damaged, also the comb, and gear showed slight damage. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the roller, worn bushings, worn side plates, damaged comb, ratchet, and gear. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the ratchet won't engage on the post. It is believed it is missing the little ball. This was discovered during testing prior to the surgery so there was no patient/user harm or delay in surgery associated with this event. On (B)(6) 2016 the initial qa inspection of the skin graft mesher revealed that the ball detents in the ratchet gear were turned in too much to allow the gear to engage on the roller, and were forced in causing damage to the roller and ball detents. It was also noted that upon disassembly the left side plate was damaged, also the comb, and gear showed slight damage. On (B)(6) 2016 it was clarified that the handle would not fully sit on the mesher making it so they could not send the graft through the mesher. No additional graft had to be taken.